Event description:
The manufacturer received information alleging a ventilator service required error code was found during preventative maintenance on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was being evaluated at the manufacturer service center when this issue was found on the device. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgent service, was observed in the device's error log. The service technician evaluated and determined the obm blender printed circuit assembly (pca) had caused the error to occur on the device. In conclusion, the device's obm pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the trilogy o2 preventative maintenance kit was replaced for preventative maintenance unrelated to the reportable issue. The motor blower assembly was replaced for a noise occurring on the device. This was unrelated to the reportable issue.